Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included overweight, gallbladder removal, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included buspirone, escitalopram, ethinylestradiol;norgestimate (ortho tri-cyclen) in 2015 and levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition(type: ibs)/gi conditions"). In may 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient was found to have weight increased ("weight gain"). In june 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal"), hypertonic bladder ("bladder or urinary problems or changes : overactive bladder"), stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst"), pelvic adhesions ("reproductive system disorder or condition type of disorder or condition: adhesions,") and cystitis ("bladder/urinary problems: bladder problems, bladder infection"). In october 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced temporomandibular joint syndrome ("dental problems :tmj") and dental caries ("dental problems : rotting teeth"). In december 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In july 2015, the patient experienced visual impairment ("vision/eye problems : deteriorating vision/vision problems"). In march 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), arthralgia ("joint pain"), back pain ("back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary problems: bladder problems, bladder infection"), nervous system disorder ("nuero condition/problem") and complication of device insertion ("complications or problems at the time of essure procedure: the machine broke and they had to stop what they were doing"). The patient was treated with surgery (ablation and bilateral salpingectomy and total hysterectomy (uterus endocervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, eczema, migraine, headache, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, irritable bowel syndrome, dental caries, alopecia, arthralgia, back pain, neck pain, abdominal pain, bladder disorder, cystitis and nervous system disorder had resolved, the genital haemorrhage, urinary tract infection, vaginal infection, anxiety, depression, stress urinary incontinence, genital cyst, pelvic adhesions and complication of device insertion outcome was unknown and the hypertonic bladder was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, complication of device insertion, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital cyst, genital haemorrhage, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, neck pain, nervous system disorder, pelvic adhesions, pelvic pain, stress urinary incontinence, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 200 lbs. Discrepancy noted as per pfs: removal date of essure: (B)(6) 2018 and (B)(6) 2018. Plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: a. Fallopian tube, left, and the round ligament, salpingectomy: segment of benign fallopian tube, completely transected. Fibro vascular connective tissue consistent with round ligament b. Fallopian tube, right, segmental salpingectomy: segment of benign fallopian tube, completely transected. Segment of fibro vascular connective tissue. C. Uterus, hysterectomy: , coagulative necrosis of endometrium and superficial myometrium suggestive of status post ablation. Benign cervix. Negative for hyperplasia or malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- complication of device insertion. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia') in a 25-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included overweight, gallbladder removal, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included buspirone, escitalopram, ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition(type: ibs)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal"), hypertonic bladder ("bladder or urinary problems or changes : overactive bladder"), stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst") and adhesion ("reproductive system disorder or condition type of disorder or condition: adhesions,"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced temporomandibular joint syndrome ("dental problems :tmj") and dental caries ("dental problems : rotting teeth"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (B)(6) 2015, the patient experienced visual impairment ("vision/eye problems : deteriorating vision"). In (B)(6) 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), arthralgia ("joint pain"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (ablation and bilateral salpingectomy and total hysterectomy (uterus andcervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, eczema, temporomandibular joint syndrome, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, dental caries, arthralgia, back pain and neck pain had resolved, the urinary tract infection, vaginal infection, anxiety, depression, stress urinary incontinence, migraine, headache, genital cyst, adhesion, allergy to metals, visual impairment, weight increased and alopecia outcome was unknown and the hypertonic bladder was resolving. The reporter considered adhesion, allergy to metals, alopecia, anxiety, arthralgia, back pain, dental caries, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital cyst, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, neck pain, pelvic pain, stress urinary incontinence, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 200 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: a. Fallopian tube, left, and the round ligament, salpingectomy: segment of benign fallopian tube, completely transected. Fibro vascular connective tissue consistent with round ligament b. Fallopian tube, right, segmental salpingectomy: segment of benign fallopian tube, completely transected. Segment of fibro vascular connective tissue. C. Uterus, hysterectomy: , coagulative necrosis of endometrium and superficial myometrium suggestive of status post ablation. Benign cervix. Negative for hyperplasia or malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn't undergo essure confirmation test". The patient's medical history included overweight, gallbladder removal, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included buspirone, escitalopram, ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition(type: ibs)"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient was found to have weight increased ("weight gain"). In (B)(6) 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal"), hypertonic bladder ("bladder or urinary problems or changes: overactive bladder"), stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), cyst ("reproductive system disorder or condition type of disorder or condition: cyst") and adhesion ("reproductive system disorder or condition type of disorder or condition: adhesions,"). In (B)(6) 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced temporomandibular joint syndrome ("dental problems :tmj") and dental caries ("dental problems : rotting teeth"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In (b)(46) 2015, the patient experienced visual impairment ("vision/eye problems: deteriorating vision"). In (B)(6) 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), arthralgia ("joint pain"), back pain ("back pain") and neck pain ("neck pain"). The patient was treated with surgery (bilateral salpingectomy and total hysterectomy (uterus and cervix removed) and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, eczema, temporomandibular joint syndrome, dysmenorrhoea, dyspareunia, fatigue, irritable bowel syndrome, dental caries, arthralgia, back pain and neck pain had resolved, the urinary tract infection, vaginal infection, anxiety, depression, stress urinary incontinence, migraine, headache, cyst, adhesion, allergy to metals, visual impairment, weight increased and alopecia outcome was unknown and the hypertonic bladder was resolving. The reporter considered adhesion, allergy to metals, alopecia, anxiety, arthralgia, back pain, cyst, dental caries, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, neck pain, pelvic pain, stress urinary incontinence, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: a. Fallopian tube, left, and the round ligament. Salpingectomy: segment of benign fallopian tube, completely transected. Fibro vascular connective tissue consistent with round ligament b. Fallopian tube, right, segmental salpingectomy: segment of benign fallopian tube, completely transected. Segment of fibro vascular connective tissue. C. Uterus, hysterectomy: coagulative necrosis of endometrium and superficial myometrium suggestive of status post ablation. Benign cervix. Negative for hyperplasia or malignancy. Most recent follow-up information incorporated above includes: on 6-may-2019: pfs received lot number was added. Events " abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract /vaginal), type: utis, vaginal, anxiety and depression, eczema, , migraines / headaches, cyst and adhesions, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain ,ibs, overactive bladder, stress incontinence, rotting teeth, tmj, deteriorating vision, joint pain, back pain, neck pain " were added. Concomitant drug and condition were added. Patient, reporter and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('general abnormal bleeding') in a 25-year-old female patient who had essure (ess205) (batch no. 623458) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo essure confirmation test". The patient's medical history included overweight, gallbladder removal, hypothyroidism and dysfunctional uterine bleeding. Concomitant products included buspirone, escitalopram, ethinylestradiol;norgestimate (ortho tri-cyclen) and levothyroxine. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and irritable bowel syndrome ("gastrointestinal or digestive system condition(type: ibs)/gi conditions"). In may 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2007, the patient was found to have weight increased ("weight gain"). In june 2007, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: utis"), vaginal infection ("infection (bladder/ urinary tract/vaginal), type: vaginal"), hypertonic bladder ("bladder or urinary problems or changes : overactive bladder"), stress urinary incontinence ("bladder or urinary problems or changes: stress incontinence"), genital cyst ("reproductive system disorder or condition type of disorder or condition: cyst") and adhesion ("reproductive system disorder or condition type of disorder or condition: adhesions,"). In october 2007, the patient experienced migraine ("migraines") and headache ("headaches"). In 2008, the patient experienced temporomandibular joint syndrome ("dental problems :tmj") and dental caries ("dental problems : rotting teeth"). In december 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("psychological or psychiatric problems condition: depression"). In july 2015, the patient experienced visual impairment ("vision/eye problems : deteriorating vision/vision problems"). In march 2017, the patient experienced eczema ("rashes or skin conditions type: eczema"). In 2017, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), arthralgia ("joint pain"), back pain ("back pain"), neck pain ("neck pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder/urinary problems: bladder problems, bladder infection"), cystitis ("bladder/urinary problems: bladder problems, bladder infection") and nervous system disorder ("nuero condition/problem"). The patient was treated with surgery (ablation and bilateral salpingectomy and total hysterectomy (uterus andcervix removed)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, eczema, migraine, headache, temporomandibular joint syndrome, allergy to metals, dysmenorrhoea, dyspareunia, visual impairment, fatigue, weight increased, irritable bowel syndrome, dental caries, alopecia, arthralgia, back pain, neck pain, abdominal pain, bladder disorder, cystitis and nervous system disorder had resolved, the urinary tract infection, vaginal infection, anxiety, depression, stress urinary incontinence, genital cyst, adhesion and genital haemorrhage outcome was unknown and the hypertonic bladder was resolving. The reporter considered abdominal pain, adhesion, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, cystitis, dental caries, depression, dysmenorrhoea, dyspareunia, eczema, fatigue, genital cyst, genital haemorrhage, headache, hypertonic bladder, irritable bowel syndrome, menorrhagia, migraine, neck pain, nervous system disorder, pelvic pain, stress urinary incontinence, temporomandibular joint syndrome, urinary tract infection, vaginal haemorrhage, vaginal infection, visual impairment and weight increased to be related to essure (ess205). The reporter commented: current weight 200 lbs. Discrepancy noted as per pfs: removal date of essure: (B)(6) 2018. Plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Pathology test - on an unknown date: a. Fallopian tube, left, and the round ligament, salpingectomy: segment of benign fallopian tube, completely transected. Fibro vascular connective tissue consistent with round ligament b. Fallopian tube, right, segmental salpingectomy: segment of benign fallopian tube, completely transected. Segment of fibro vascular connective tissue. C. Uterus, hysterectomy: , coagulative necrosis of endometrium and superficial myometrium suggestive of status post ablation. Benign cervix. Negative for hyperplasia or malignancy.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. Events: abdominal pain, bleeding: general abnormal bleeding, bladder/urinary problems: bladder problems, bladder infection, nuero condition/problem were added. Event outcome was updated for the events: hair loss, migraines, headaches, nickel allergy, vision problems. Event outcome was added for the events: abdominal pain, bladder problems, bladder infection, nuero condition/problem. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.